Manufacturer narrative:
The pump passed the displacement test, active current measurement, sleep current measurement and self test. Hardware low level failures alarm confirmed in the pump history (variable info=3) due to a broken trace at pin6, u1 keypad assembly. No power supply test failed during self-test was noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had hardware low level failure. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to successfully clear the alarm. The customer reported that the self rest was performed and during self test the pump error was occurred. The customer had performed the self test and the teat was passed second time. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.